Event description:
It was reported that the left ventricular (lv) lead dislodged into the body of the coronary sinus and was no longer capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the distal conductor was stretched. If information is provided in the future, a supplemental report will be issued.